Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer powers up to an error and the overlay/bezel assembly was replaced and the stylus was calibrated. The hard drive was also reconfigured and software was reloaded. Concomitant product: 229047 analyzer. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.